Event description:
Hcp reported the patient came to the hospital with symptoms. The pump was empty although the calculated residual volume was 6 ml. After refill procedures, the pump volume was checked 2 times with 12ml residual volume to be expected. In both cases, there was only 6 ml found in the pump. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.